Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. The display screen was found to be dim and discolored with fading text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the down arrow button. All of the keypad buttons responded appropriately. Evaluation revealed evidence of contamination under all of the key contacts. Evaluation also showed that the display screen was dim, discolored and had fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).